Event description:
It was reported that the physician had difficulties positioning the lead. After a few tries the patient experienced bradycardia and hypotonia. An echocardiograph was performed and pericardium effusion was noted. The lead was removed and the patient went to the intensive care.

Manufacturer narrative:
The tip stiffness was tested, and found the lead to be within specification.